Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. The pump primed and seated properly when the test reservoir was detected. No dripping insulin or prime/fill anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was above 400 mg/dl. The customer also reported that the insulin was coming out of the reservoir compartment. The customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.